Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated they felt dizzy while the cgm was displaying 269 mg/dl. They checked their bg with a finger stick and the value was 40 mg/dl. The patient stated after checking their bg, they passed out on their bed. When they woke up, they were disoriented, sweaty, felt weak and could hardly walk. They called 911 and when the paramedics arrived, they treated the patient with a packet of glucose to stabilize her blood sugar. At the time of the report, the patient reported they still felt weak; however, they were doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.